Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was stated that the cause appeared to be determined. There was no impedance change when the patient recreated the symptoms. It was stated that there has been a lead revision planned as the patient does not have complete tremor control.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that when the right side of the patient¿s head is touched it sends a current down their arm. The patient saw their healthcare provider (hcp) who stated they are going to meet and consult the issue with other doctors. The hcp thinks there is a problem, but they are reluctant to replace or fix it, which the caller thinks is due to the patient¿s age and health. This issue was noticed about 2 months prior. No further complications were reported.